Event description:
The user received questionable thyrotropin (tsh), triiodothyronine (t3) and free thyroxine (ft4) results. The user stated they routinely run quality control every 200 samples and after a run of samples was tested, the quality control was out of range. The user repeated testing for the 200 samples on a separate e module analyzer. Only two examples of erroneous results were provided. Sample 1 initial tsh result was 0.955 miu/ml and the repeat result was 1.32 miu/ml. Sample 2 initial ft4 initial result was 0.645 ng/dl and the repeat result was 0.528 ng/dl. No erroneous results were reported outside the laboratory. The user did not have access to information concerning if the patients were adversely affected. The tsh reagent lot number was 15931603 and the ft4 reagent lot number was 15815503. The field service representative found a broken pinch tubing nipple and replaced the pinch tubing and the broken nipple. To verify the analyzer operation, he ran quality control on tsh and ft4 with all levels recovering on the mean.